Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Was reported that the cartridge was leaking from the cartridge tubing. Customer loaded a new cartridge to address the issue. Additionally, it was reported that resistance was experienced when filling the cartridge with insulin. The issue was resolved by performing a cartridge/supply change. Customer's blood glucose level was 160 mg/dl.